Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the patient was reprogrammed successfully, and no other information is currently available. On 2025-may-15 the rep reported the patient continues to see settings not available message. Rep programmed around the electrode that was yellow, otherwise all impedances are green. Patient does not feel stimulation until it is up around 9.0. Patient claims they get relief even when it¿s lower but is not satisfied that they can¿t turn it up if patient wants to. Rep ran impedance check and changed pulse width and hz. The patient was able to get therapy until turning it up. The issue is not resolved and the cause unknown, and no surgical intervention was performed or planned at this time.

Event description:
Caller told by pt that pt seeing settings not available on their controller starting on may 4. Caller saw pt may 5 to do reprogramming. Pt did have high impedence's on one electrode (which one is unknown by caller) but this wasn't being used in programming. Pt using dtm style of programming but was feeling stimulation yesterday during reprogramming session. Caller made some changes to pt's settings including lowering pulse width to a much lower level. Per caller, pt using about 4ma for intensity. The pt has only been using group b so unknown if getting out of regulation (oor) on other groups. Caller is going to try to see pt tomorrow again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.